Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for routine follow up. The pulse generator exhibited a diagnostics anomaly. The device was explanted and replaced successfully. The patient was stable.